Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 200 mcg/ml gablofen (baclofen) at 700 mcg/day. Logs indicate that the drug in the old pump was 2,000 mcg/ml baclofen at 919.5 mcg/day while logs indicate that the drug in the new pump was 2 ,000 mcg/ml gablofen at 699.4 mcg/day. The reason for use was not reported. It was reported that there was a question whether there was an infection in the pump pocket. The issue started on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a visual inspection which noted fluid in the pocket. Interventions/actions that were taken to resolve the issue included a pump replacement on the opposite side of the abdomen along with a catheter replacement. No infection present when pump pocket opened up. The replacement occurred on (B)(6) 2018. The product would not be returned, as it was discarded by the customer. It was noted that the pump was close to eri (elective replacement indicator). The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.